Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure which included an octaray mapping catheter. There was a "grease-like" substance on the plunger handle of the octaray catheter. It was described as clear and greasy. It was stuck to the plunger mechanism upon deflection. This was noted right out of the sterile packaging and before use. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
On 20-dec-2023, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 09-oct-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31022128l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 23-jan-2024. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure which included an octaray mapping catheter. There was a "grease-like" substance on the plunger handle of the octaray catheter. It was described as clear and greasy. It was stuck to the plunger mechanism upon deflection. This was noted right out of the sterile packaging and before use. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No foreign material was observed during the inspection; however, the substance reported by the customer could be related to the adhesive used during catheter assembly, which is within specifications. A manufacturing record evaluation was performed for the finished device 31022128l number, and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed, since no foreign material was observed during the inspection. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).